Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt had extensive peripheral vascular disease and the physician had to deploy the j segment of the temporary arteriotomy locator twice because of the extent of the disease, and also because it appeared somewhat deep. The physician then worked the tissue dilator down to what seemed the arterial wall and continued deployment although the white line was not showing. It was thought the line could not be achieved because of the severe pvd. The sheath was eased over the dilator and the collagen was deployed. Pulses were immediately lost. The pt was assessed by a vascular surgeon and taken to surgery. The collagen plug was removed from the superficial femoral artery. No further complications were reported.